Manufacturer narrative:
H3, h6: the device was received for evaluation at the manufacturing site, but a physical product evaluation was not possible. However, the photographs were reviewed, and revealed that the device is scratched, worn and small pieces are fractured off the edges and surface. The clinical/medical investigation concluded that, the provided electronic photo/image (although the trial appears to have scuff-marks) does not provide insight into a clinical root cause of the reported event; however, the smith and nephew cleaning/sterilization/care guide specifically addresses the need for inspection and function and notes: ¿trials: articular surfaces should be smooth and free of cracks and deep nicks.¿ additionally, the limitations of processing notes: ¿improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used.¿ it was communicated that the operative notes are unavailable. No clinical factors can be definitively concluded to have contributed to this reported event. Patient impact beyond the reported ¿yellow shavings¿ requiring ¿more cleaning than usual¿ with a 5-minute surgical delay cannot be determined based on the limited information provided. The current patient status is unknown, although no patient harm was reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a tka, after using a jrny ii UK med insert trial sz 3-4 9mm, it was noticed that there was the yellow shavings into the patient body. The device was found to be shaved. The piece was removed with an unknown method and more cleaning than usual was done. There was a non-significant delay and the procedure was finished using the same device. Patient was not harmed.